Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked from the side of the IV bag at the seam. This was discovered during "order fulfillment processes" before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample and a video of the sample were provided for evaluation. The returned video and photograph were reviewed, and it was noted that the reported leaking at the seam was easily identified. A leak was observed in the upper right top flat weld seam due to the edge of the bag weld seam not being completely sealed. The reported condition was verified. The cause of the reported condition could not be determined; however, most likely a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.